Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Unable to confirm battery power loss due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm after low battery alarm. Customer stated that new battery did not resolve the issue no harm requiring medical intervention was reported. The device was returned for analysis.